Manufacturer narrative:
The service provider provided the evaluation report for the affected pump on (B)(6) 2022. Pump was tested with audio and speaker performance test. Upon powering up the pump, no audio queue was observed. No sound was accompanied upon pressing of various buttons. There was no audio alert upon completion of the infusion. Pump was disassembled and there was no loose or damaged components. The reported issue was confirmed. The root cause could not be identified.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump (B)(4) was not making any noise when running." It was reported that the speaker was not making any sound. When a button was pressed, or an alarm was supposed to go off, there was no sound at all. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.